Event description:
A review of service data detected a reportable event. During servicing, contamination was discovered inside battery pack sn (B)(4). The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation contamination was discovered on the battery pack pca board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted form the contaminated battery pack. The last pt to use this battery pack did not report any deficiencies.